Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see section d4; f9; h4 - the instrument was originally manufactured in 10/2016, but the sorter was manufactured on 7/13/2017.

Event description:
N/a

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) confirmed the reported 2205 sorter dropped cup error message on the aia-2000 instrument. The fse determined that wire in the wire was broken in the chain track in the sorter board. The fse replaced the sorter board. The aia-2000 was working within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 13-sep-2016 through 13-oct-2017. There were (B)(4) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: 2205 sorter dropped cup cause: the cup hold sensor (pressure switch) failed to detect a cup after the cup release operation was performed on the cup - tip lane or the stc lane. Sorter operation is suspended. Solution: open the sorter's door and remove the dropped cup. Close the sorter's door to resume assay. If this error occurs frequently, contact tosoh service center or local representatives. The most likely cause of the reported issue was due to a defective sorter board.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-progress.

Event description:
On (B)(6) 2017 a customer reported getting 2205 sorter dropped cup error message while running patient samples with the aia-2000 instrument. The customer is unable to run patient samples on estradiol (e2). On 17-oct-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-progress. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.